Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment and noticed that reservoir was cracked. Customer reported that all components were present and there were no pieces missing. Customer's blood glucose was 575 mg/dl and declined troubleshooting for high blood glucose. Troubleshooting was performed leak and reservoir would be returned for failure analysis.

Manufacturer narrative:
Evaluated two open and used reservoirs. Inspected and checked o-rings or stopper groove for anomalies none were found. Ran basal, bolus leaking test : reservoirs filled with diluent and connected to a new infusion sets; installed reservoirs and connector into paradigm insulin pump. Conclusion: reservoirs not leaks. (B)(4).